Event description:
It was reported, the camera head had no video image on the monitor. The issue occurred during preparation for use, prior to sedation, for a laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿no video image on the monitor¿. The issue was confirmed the failure and determined the following cause: due to damage on cable unit, the endoscopic image cannot be displayed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: is the reported risk/harm listed in the IFU? Yes, in en-ch-s400-xz-eb_om_ra6201_6.0 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. ¿ was the device used in accordance with the IFU/label? There is no indication that this device was not used in accordance with the IFU/labeling. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had no video image on the monitor. The issue occurred during preparation for use, prior to sedation, for a laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.